Event description:
The technician alleged the brakes set at the head end of the bed but are not holding. No pt impact.

Manufacturer narrative:
The technician installed new brake casters at the head end of the bed to resolve the issue.